Event description:
The customer reported that while giving general anesthesia to a pt in the o.r., the device did not provide readings for spo2 and non-invasive blood pressure (nbp). The monitor provided "?" And wave dropouts. The pt coded and required resuscitation for a cardiac arrest (vfib). The pt responded to resuscitation. The pt's current condition is unknown. The post-resuscitation cardiac cath uncovered a heart valve issue.